Event description:
The lay reporter contacted lifescan (lfs) in 2006 alleging an apply sample icon on the pt's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Around 12:15pm, the pt felt shaky, "full of slack", and felt as if she was going to pass out. The pt tried to test and obtained the apply sample icon. The reporter treated the pt with a glass of orange juice and contacted the visiting nurse who advised the reporter to contact the emt's. Emt's arrived and the pt's blood glucose was 42 mg/dl on their meter and was treated with an "IV" with vitamins and a tube." The pt felt better after the treatment and the emt's took her to the hosp. The technique of applying blood on the test strip was correct. This is a new product (out of box). The reporter retested with a new test strips and the correct technique and the issue was not resolved via troubleshooting. The customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, treatment and test in the hosp and whether the pt was able to test that morning. The complaint is being reported because the pt experienced symptoms and was found t be hypoglycemic, while unable to test on the reported meter at the time of the event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan wiill inform FDA of the results in a supplemental report.